Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out of jaw. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Unknown. Did the clip fall into the patient? If so how was the clip retrieved? Yes, could be retrieved with a endoscopic forceps. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.